Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 7:55 a.m., a capillary finger stick sample from the patient was tested on the meter, resulting as 535 mg/dl. At 8:00 a.m., a venous sample was collected from the patient and tested with a laboratory method, resulting as 110 mg/dl. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter result. The patient is stable and in good condition. Controls run on the meter within 24 hours of the event were passing. The customer believed the issue was due to operator error, but no further details were provided. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.